Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter stated limited information reported that a patient developed an infection following a procedure. No further information available at this time.